Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown scorpio tibial baseplate #5. Additional information was requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was found through patient medical records that the patient had a scorpio baseplate explanted due to micromotion. The poly was also explanted. Prior to surgery , the patient had synovectomy, dated (B)(6) 2003.